Manufacturer narrative:
An event regarding subsidence involving an accolade stem was reported. The event was confirmed by clinician review. Method & results: device evaluation and results: the device not returned. Visual inspection of the received image of the explants noted stem covered in blood stains, nothing remarkable observed. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which noted that, " no clinical or pmh, no operative reports, no dated serial x-rays, no examination of explanted components. While the submitted x-ray appears to confirm the event description, insufficient information is available to create a medical report for this case." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: it was reported that the patient was revised due to femoral subsidence. The available medical records were provided to the consulting clinician for a review which noted that no clinical or pmh, no operative reports, no dated serial x-rays, no examination of explanted components. While the submitted x-ray appears to confirm the event description, insufficient information is available to create a medical report for this case. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision right tha. Femoral stem subsidence.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision right tha. Femoral stem subsidence.